Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels. Caller attributes high blood sugars to difficulty matching insulin to food amount eaten and the pump not delivering properly; when reviewing the meter memory it showed 2 boluses that the patient stated he did not program. No adverse event reported. Requested return of the alleged pump for evaluation.